Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that they are having additional issues that nurse reported was not able to prime two tubing with lot number 23059265 could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9267 and lot number 23059265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Event description:
It was reported that 2 bd maxzero¿ multi-fuse extension sets with needleless connector were blocked while attempting to prime the tubing. The following information was provided by the initial reporter: "we are having issues with part number 20029e, the micron filter is leaking and this a huge safety concern because a critical med was leaking. This has been happening about 3-4 times now in the past week or so... - are you able to provide event date? Nicu: I believe the nurse wrote the date on the products that would not flush. - can you identify the batch number? Lot # 23059265 - is there any adverse event occurred? Nicu: no - as reported, there was a safety issue happened, can you provide details? Nicu: nurse reported that she was not able to prime two tubings."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxzero¿ multi-fuse extension sets with needleless connector were blocked while attempting to prime the tubing. The following information was provided by the initial reporter: "we are having issues with part number 20029e, the micron filter is leaking and this a huge safety concern because a critical med was leaking. This has been happening about 3-4 times now in the past week or so... Are you able to provide event date? Nicu: I believe the nurse wrote the date on the products that would not flush. Can you identify the batch number? Lot # 23059265. Is there any adverse event occurred? Nicu: no. As reported, there was a safety issue happened, can you provide details? Nicu: nurse reported that she was not able to prime two tubings."